Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that the bmw guide wire was intended to be put through the guiding catheter. After the tip of the guide wire entered into the catheter 40 cm, the proximal part of guide wire was found broken off in the middle. No resistance was felt during advancement of the guide wire. No intervention was performed to remove the guide wire, which was easily removed from the patient. No additional event or patient info is available.